Event description:
It has been reported to philips that, system was given error message: generator is started, x-ray not possible. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was an error ¿generator is started, x-ray not possible¿. Review of the system log file showed x-ray generator errors. Upon further inspection fse checked the system and confirmed that when the power was increased, the radiation aborts. Fse replaced power inverter (point) certeray and mains interface unit (miu) certeray. After replacing the power inverter (point) certeray and mains interface unit (miu) certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.